Event description:
It was reported that the sensing threshold had decreased and the capture threshold had increased. A new sense/pace lead was implanted. The defib portion of the rv lead remains implanted and functioning.

Manufacturer narrative:
No medwatch form was received.